Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2009 and pelvic floor repair mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient experienced extrusion, infection, recurrence, urinary and bowel problems and organ perforation post implantation. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-06584 and medwatch 2210968-2012-06583. The same patient is represented in each medwatch.

Manufacturer narrative:
It has been reported that following insertion the patient experienced extrusion, infections, urinary/bowel problems, organ perforation and recurrence. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced extrusion, infections, urinary/bowel problems, organ perforation and recurrence.